Event description:
Original implant due to a-fib, symptomatic bradycardia, history of syncope. In 2000 pt had v-tach reprogrammed to maximum output. The next day v-tach. On event date, appears ventricular lead loose. Lead revision with screw in lead due to dilated right ventricle.